Event description:
It was reported the during the radiograph following a breast biopsy, they saw a fleck of metal left inside the patient. They have not retrieved the piece of metal at the time. They are scheduling a lumpectomy for the patient and will be removing the mass.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.